Event description:
The facility reported to baxter that the reservoir of an intermate sv 100 device had ruptured while the device was being filled with a 100ml solution of cefepime and a diluent, most likely normal saline. There was no patient injury or medical intervention necessary as this event did not occur during patient use. No additional information is available.

Event description:
During a review of the pump's event history by baxter personnel, a colleague infusion pump was found to have experienced failure code 810:11, which interrupted delivery twice on the event date. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. During product evaluation, a baxter service technician confirmed this condition was caused by an out of calibration air in line printed circuit board. No additional information is available.this device is a remediated colleague pump with a user interface module software version of 6.13.90.

Manufacturer narrative:
(B)(4). Additional information: a batch review was performed revealing an exception report was documented for this lot. However, the issue associated with this exception report is not currently seen as contributing to the customer reported and confirmed problem. A trend review was performed showing a stable trend year over year for reported complaints of ruptured reservoirs. The root cause for ruptured reservoirs is currently being investigated under CAPA# (B)(4).

Manufacturer narrative:
(B)(4). The customer did not send the device to baxter for evaluation. Therefore, the reported condition of a ruptured reservoir could not be confirmed. Should the sample and/or additional information be received, a follow-up medwatch will be submitted.